Event description:
On 2023-dec-28: information was received from a manufacturer representative regarding a patient who was implanted with an implantable n eurostimulator (ins). It was reported that the rep noted there were out of range impedances however, high impedances  were noted as the following 4-29360, 7-22950, 10- 18820, 14-16750, 15-18130. There was a loss of stimulation. The rep was able to program around high impedances to get pt the desired stimulation coverage. The issue is ongoing. The manufacturer representative(rep) indicated they would send any further information as they become aware. 2024-dec-13: information was received from a patient regarding an implantable neurostimulator. The reason for call was starting 2 weeks ago the patient could not turn their stimulation up for they were getting the message cannot provide the desired intensity settings. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. 2025-jan-17: additional information was received from manufacturer representative (rep) who reports the cause of the "cannot provide desired intensity" message was due to an electrode from the 3888-56 having an impedance out of range. Patient reported this has happened in the past. Rep reported this is a continuation of the high impedances reported on 12/28/2023. Rep reports they reprogrammed around the electrode and resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: 3888-56, lot# v894662, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v949384, implanted: (B)(6) 2012, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.